Manufacturer narrative:
Date sent to FDA: 9/24/2018 (B)(4). Additional narrative: it was reported patient experienced urinary retention and urinary infection following the procedure .

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported by an attorney that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 01/06/2020. Additional narrative: it was reported that the patient underwent revision surgery on (B)(6) 2018. It was reported that following the procedure the patient experienced hernia recurrence. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
It was reported that following insertion the patient experienced abdominal pain. No additional information was provided.